Event description:
Event description cpi received information that this endotak downsize-plus lead was removed due to a fracture. During a replacement procedure of an implantable cardioverter defibrillator (ICD) the physician found the fracture and elected to replace the lead with a new endotak lead. .